Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the image was no longer displayed due to poor communication resulting from a cable failure. The cause of the cable failure was likely due to cable deterioration brought about by flooding at the cable hole opening during a leak test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. ¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that he was not receiving an image on his olympus 4k autoclavable camera head during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no image presenting during testing due to a faulty cable. Additionally, the unit failed the leak test due to a puncture. If additional information becomes available following the device evaluation, a supplemental report will be filed.